Event description:
The customer reported the device did not recognize the battery. There was no reported pt impact.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse) and the symptom was verified. The battery was replaced to resolve the issue. The device passed all performance assurance tests and remains at the customer site. Philips concluded that this was a malfunction of the battery.